Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device repeatedly posted alarms during use which made it necessary to switch the patient to another device. No patient consequences were reported.

Manufacturer narrative:
A log file capturing the period in question was made available. The entries indicate that there are two issues with the device: the power supply was malfunctioning and the internal battery was highly resistive (overaged) needing replacement. The device is not under a service contract; the power supply replacement was done by the hospital staff themselves. The replaced part was not made available to dräger - hence, there is no deeper root cause analysis possible. If mains power gets lost (independent from root cause i.e. Internal power supply failure or central hospital supply breakdown/disconnection) savina switches to operation on internal batteries. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is fully discharged, the system shut down and generates an auxiliary audible alarm. An aged/deep discharged battery may reduce the available run time significantly. Dräger recommends a replacement interval of two years for the internal battery. The device was manufactured in 02/16 - it is seen likely that the device was still equipped with the initially installed battery. The exact failure mechanism of the power supply could not be determined due to unavailability of the replaced part. The field failure rate is inconspicuous and appropriate risk management measures are in place.

Event description:
Please refer to initial MFR. Report #9611500-2019-00380.